Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0w73c, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient reported a sudden loss of stimulation sensation as well as a return of fecal incontinence that occurred on (B)(6) 2015. He increased the amplitude to a comfortable spot where he could feel the stimulation sensation, but was not sure yet if his fecal incontinence symptoms had improved. The patient's indications for use were fecal incontinence and gastrointestinal/pelvic floor.